Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that reservoir has cracks and will not lock in place. Blood glucose levels not reported. Advised to discontinue use and pump will be replaced.